Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacture representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient could not longer get stimulation in their lower back and that all programs seemed to direct stimulation to the patient's left leg. X-rays showed no lead migration and the cause of the issue was unknown. The rep tried to reprogram the ins but they were not able to get stimulation to the lower back. An ins replacement was being planned as the ins was nearing end-of-life and the leads were possibly going to be replaced as well. No further complications were reported.